Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) ranging from 27 mg/dl to the 50's mg/dl. The cause was unknown. Bg was addressed by stopping insulin delivery. Recommendation was made by tandem technical support to consult healthcare provider.

Manufacturer narrative:
Tandem quality engineer reviewed pump data and concluded the following: several blood glucose (bg) values below 54 mg/dl were recorded by continuous glucose monitor (cgm) during the provided date range from 5/1/2018 to 6/29/2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. User made bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). On 6/23/2019, user entered a bg of 200 mg/dl into bolus screen. Immediately following, user requested a 20 unit bolus by manually entering units of insulin, which was adjusted by the pump to 10 units due to a 10 unit personal profile maximum bolus setting. Bg dropped to 40 mg/dl by 3:33 am. On 2/12/2019, user adjusted total daily basal insulin from 15.6 units per day to 16.8 units per day. Cartridge change sequence was completed several times during the provided date range. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. It is possible the user entered the 20 unit bolus request in error. It is possible the user¿s personal profile settings need adjustment. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.